Event description:
It was reported that the user experienced a hypoglycemic event with a measured blood glucose of 49 mg/dl and contacted customer care, where two rounds of oral glucose were administered and the blood glucose recovered to 75 mg/dl by the end of the call. Symptoms included no reported clinical symptoms despite the low glucose measurement. Outcomes included urgent low and low glucose events that were resolved with oral carbohydrate treatment during the call, with no hospitalization. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.